Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation alleges that the patient suffered debilitating pain and discomfort in hips and legs, thereby interfering with his ability to perform activities of daily living. Update received (B)(6) 2015 der and stickers attached. Dor (B)(6) 2015 patient details. Surgeon and sleeve added. ((B)(6) 2015) update (B)(6) 2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted metallosis and a 700ml blood loss with 250ml back from cell saver and no explanation or description of blood loss. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016. Update (B)(6) 2016 medical records received. There is no new additional information that would affect the existing MDR decision.